Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said that they received the implant on (B)(6) 2026. The reason for the call was to report that since having two mris on may 7th, patient has had a couple of episodes of thoroughly not making it to the bathroom. The patient said that they used to have to bend over and more urine would come out because they have a cystocele, which is also called a prolapsed bladder. Reviewed therapy information and general programming guidance. With instruction, the patient's helper connected to the implant and increased the stimulation. The patient will maintain stimulation level and will continue to track symptoms. Reviewed general maintenance information regarding external devices. The patient said that they have an appointment to see their managing physician on (B)(6).